Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The errors were cleared and after performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation, stryker observed that the customer's device had logged an event code in the memory which is related to a potential issue of the device deliver energy. There was no patient use associated with the reported event.